Event description:
Customer called to report a broken belt clip on the insulin pump. Customer also stated that she is having issues with her meter. Customer's blood glucose reading was 489 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.